Event description:
It was the pt's (B)(6) lead exhibited high impedance readings on several contacts. Due to the presence of scar tissue, attempts to recapture effective therapy using the remaining electrodes were not successful as the resulting stimulation does not cover the pt's pain area. A decision regarding the next course of action has yet to be determined.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.